Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele and enterocele repairs. It was reported that the patient underwent mesh revisions on (B)(6) 2006 and (B)(6) 2009 due to erosion and exposure. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and bleeding.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and boston scientific advantage sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/02/2016.

Manufacturer narrative:
(B)(4).